Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400s mg/dl; cause was not known. Pump appeared to be operating "normally". Ketone level was large. Customer went to the emergency room and was admitted to the hospital for elevated bg/diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous insulin and fluids were administered. Customer was discharged the next day with elevated bg/dka resolved. Tandem technical support reviewed pump history and no events were identified that would have impacted insulin delivery.